Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and the issue could not be replicated. The representative reloaded the x-ray control and power control firmwares. Performed a (B)(4) setup check. The system board & and computer cabling were checked. Multiple reboots and acquisitions were completed and it was impossible to reproduce the issue reported by the customer. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed following troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) displayed an error pertaining to a corrupt system database. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully without the imaging system after a reported delay of less than one hour. The patient was not impacted.